Event description:
On 11-18-99 a tiny piece of the tip of the instrument broke off during primary total hip replacement surgery. The x-ray taken in surgery showed the particle and the dr tried to retrieve it unsuccessfully. Another taken in recovery did not show it. The dr isn't concerned that it will harm the pt. A medwatch report has been filed.